Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called an intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that they were facing an issue with arm 2. The caller stated that they tried with several instruments and replaced the drape without any success. The caller stated that the instrument seemed to be not recognized. The tse viewed the system event logs and could noticed an error code 282 indicating tool invalid. The fse asked him to remove the drape and check the tool sensor, one of them seems to be defective. The tse asked him to clean the pins with alcohol and try again, no change, most likely a cable is defective in the patient side manipulator (psm) 2. Caller stated that they will proceed with two other arms. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) replaced the patient side manipulator (psm). System was tested and was ready for use. Isi has not received the psm for evaluation. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The patient side manipulator (psm2) was analyzed and confirmed during visual inspection. The spring plungers will be replaced. The complaint was confirmed based on failure analysis.